Event description:
It ws reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however he clip would not separate from the catheter to deploy. Another device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as good.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design and there was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It ws reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however he clip would not separate from the catheter to deploy. Another device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as good.